Event description:
Pt reported obtaining a blood glucose result of 521 mg/dl on the suspect device. Based on this value, pt reportedly delivered 2 units of nph insulin. Pt stated that shortly thereafter, she lost consciousness. Approx 8 hrs later, a friend found pt and tested her blood glucose, using the suspect device, with a result of 245 mg/dl. Based on pt's physiological state, pt's friend treated her with a glucagon injection and phoned emergency medical services for assistance. Upon their arrival, 15 mins later, pt's blood glucose measured 7 mg/dl on paramedics' device. Pt stated that she was given 50 mg of glucose and was transported to the hospital for additional treatment. Pt was released from the hospital "a few days later." No additional info about pt's diagnosis or treatment was provided. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.